Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose over 600 mg/dl and was hospitalized. Blood glucose at the time of call was 179 mg/dl. Troubleshooting found that the high blood glucose occured due to the customer not taking insulin shots after she ran out of infusion sets. Troubleshooting educated the customer about the 24 hour helpline and that emergency supplies can be shipped to her from the helpline.